Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was observed during device diagnostic testing. The pt fell from a seizure a week and a half prior to when the high lead impedance was observed. The pt was hospitalized at that time for a seizure increase, relationship to pre-vns baseline unknown. The pt underwent generator and lead revision surgery in 2007. Good faith attempts for add'l info and product return have been unsuccessful to date.